Manufacturer narrative:
E1: initial reporter address: e1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96 machine, the patient developed hypotension (no values provided) with dehydration/ decreased weight of 1.5kg that reflected an excessive fluid removal of 1.5kg more than the ultrafiltration setting. A volume of 0.5 kg of normal saline was administered to the patient however the patient's blood pressure remained low. It was reported that treatment was ended, and the patient weight decreased 2.1 kg. No additional information is available.

Manufacturer narrative:
B5: upon follow up information received, the treatment was stopped 2 hours early. The patient weights pre- and post-treatment indicated there is no evidence of excessive ultrafiltration. H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician who found a malfunctioning back-up battery. During treatment simulation, the event was not reproduced. As the device was not able to be evaluated by a baxter representative the condition could not be verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.